Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a device malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicated that during a vitrectomy procedure, an error message was generated by the system indicating that the lamp is running out but is not exhausted. The machine has a second light source. There was no patient impact.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the lamp broke down. There was poor or no illumination. Event details and patient involvement are unknown. Additional information has been requested.